Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "the patient was admitted to a non-emergency hospital on (B)(6) 2020 due to chronic granulocytic leukemia- accelerated period. Chemotherapy treatment in accordance with the doctor's instructions on (B)(6) 2020 at 12:05 to the right upper arm elbow is in the middle of the venous PICC central intravenous tube operation, the course of operation is smooth, the depth of the tube 48cm, the arm circumference 23.5cm, no seepage, seepage, has been pressurized enstyping. At 1505 hours the patient complained of pain next to the puncture point, the body can be seen next to the puncture point red and swollen, the retest arm circumference 24cm. Take measures: according to the doctor's instructions to magnesium sulfate wet and elastic bandage pressurized bandage, (B)(6), cha b super prompt punctured right upper limb elbow is in the middle of the vein thrombosis, right upper limb veins did not see abnormalities, right forearm subsurgery soft tissue edema, low molecular heparin calcium anticoagulant treatment. The patient developed fever and a body temperature of 38 degrees c, and was treated for anti-infection of lox fluorosa. (B)(6) puncture point around the skin redness, skin temperature rise, pressure pain is obvious, arm circumference 27cm, puncture point 10cm below see 2 0.5cm x 0.3cm, 0.5cm x 0.4cm size blisters, a broken, has been treated with maokang iodine disinfection, double lower limbs without puffiness, remove PICC tube. (B)(6), chinese medicine medical consultation opinion is as follows: chinese medicine diagnosis: dan poison, prescription: peach four soup and three yellow soup. 7 doses, 1 dose per day, fried in water. Follow your instructions. On (B)(6), there was still redness and swelling pain in the upper right limb, and the blood vessel b was reviewed for super-unseemly thrombosis, and left oxyfluorosa star was deactivated and changed to vancomycin antictic bacteria treatment. On (B)(6), the patient still had fever and swelling in his upper right limb, which was diverted to the treatment of lynamin anticoccal infection. 26 patients without fever, swelling of the right forearm than before the improvement. 27 to continue to control the infection of lynamine. (B)(6) the skin of the forearm of the upper right limb is slightly swollen, the skin temperature is not high, light pressure pain, less than before."